Event description:
Pt reported that meter/lab comparison test readings were 294 mg/dl (ss) versus 170 mg/dl (lab), respectively. Both tests were fasting and done about 60 minutes apart. No symptoms were reported. Lfs rep reviewed quality control procedures and discussed meter/lab comparisons with pt. The meter was replaced. There was no allegation of harm.